Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing frequent ipg charging and had difficulty keeping a charge with the battery. The patient will undergo a procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent ipg charging and had difficulty keeping a charge with the battery. The patient will undergo a procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing frequent ipg charging and had difficulty keeping a charge with the battery. The patient will undergo a procedure wherein the ipg will be replaced.